Event description:
It was reported that during an unknown procedure, the jaw of device could not open after the first firing with ecr60b. The surgeon used high force to open the jaw. Malformed staples were found and changed another device and reload to complete the procedure. No adverse event on the patient. Device has been discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.